Event description:
It was reported that the patient was hospitalized and being treated for an increase in seizures and hypotension. It was reported that the physician&#39;s believe that vns may be a contributing factor in the hypotension. The patient has not been seen by the treating neurologist since the hospitalization.it is unknown whether or not the increase in seizures is above the patient&#39;s pre-vns baseline frequency. No additional relevant information has been received to date.